Manufacturer narrative:
(B)(4). Date sent: 5/20/2026. D4; batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: 1. How did device not work? Device was fired on tissue without clip loaded causing vessel tissue damage 2. Did device jammed (not fire clips)? No. 3. Did device not feed clips? Yes. 4. Did device drop or eject clips? Unknown . 5. Did device sideways feed clips? No. 6. Did device fire malformed clips?no. 7. Did device fire scissored clips?no. 8. If other please specify. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please specify what surgical intervention was done? Was another ligaclip used to complete the operation? Were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the clip ¿jammed¿ while firing on tissue. Device was replaced with like device and case was completed. Surgeon stated there was damage to the vessel that the device was being applied to. He used surgical intervention to repair the damage caused by the device. The specific technique used to repair the damage is not confirmed but believed to be a suture repair technique.